Event description:
It was reported to target that the physician inserted a guidewire into a fastracker-18 catheter and inserted this sys, through a guiding catheter, into the body. When the fastracker-18 came out of the guiding catheter, the tip was missing. When he tried to confirm the tip of the catheter by fluoroscopy, it could not be found on the monitor. When he examined the body by CT scan the next day, he found the catheter tip in the lt mc. He immediately contrasted the vasculature and found the tip was in it. The pt was not affected by this event.

Manufacturer narrative:
Date of procedure: 11/6/1997. The fastracker-18 catheter was returned wrapped around itself in a plastic bag. There were several portions of crushed tubing and delamination along the proximal and mid shafts. During the investigation it was observed that the segment, approximately 1.2cm long of the distal tubing with the distal marker, was missing. It detached with a clean circumferential fracture, but the tubing was pinched, as if it had been cut by a sharp instrument. This type of fracture had been observed on other cases of micro catheters introduced into the guiding catheter through a stopcocks. It has been observed that the lumen of the stopcocks is very sharp and when the stopcock is closed, the edges act like scissors and can cut a micro catheter. Per labeling instructions. "Caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." "The recommended continuous flush set up, as illustrated, requires two stopcocks and two rotating hemostatic valves (rhv) (tuohy-borst type): the rhv's provide a fluid tight seal and are attached to the guiding catheter and fastracker catheter. The stopcocks attach to the rhv sidearms which become infusion ports for appropriate flush or contrast media injection." Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.